Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: extrusion of breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision procedure with mentor smooth round moderate plus profile 450cc saline breast prostheses is having issues with both breast prostheses. The right breast prosthesis makes a pop sound and the patient can feel the sensation. In addition, the patient¿s left side incision was open and leaking clear fluid. The left breast prosthesis was exposed, and the patient developed an infection in the extrusion area. As a result, the patient underwent explantation of the left breast prosthesis on (B)(6) 2019. The left breast prosthesis was discarded after explantation. The patient is scheduled to have the right breast prosthesis explanted on (B)(6) 2019. This medwatch report is for the left breast prosthesis.